Event description:
The customer called and reported she was hospitalized with high blood glucose over 33 mg/dl, diabetic ketoacidosis, and a bladder infection. Customer's experienced the symptom of vomiting. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer stated there were a couple of cracks on the insulin pump. Insulin exited during a manual prime and no leaks were found. Excessive no delivery alarms were found in the alarm history, and were in the history for the day the customer was hospitalized. A bolus was programmed and it was verified that it appeared in the history. High pressure test was performed and the insulin pump passed. The customer confirmed that when she received the no delivery alarm, the cannula was bent. At time of this report, blood glucose value was documented as 20.6 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.